Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor¿s introducer needle still in the body. Customer¿s blood glucose was unknown at time of incident. Customer states that introducer needle was fractured while in the body. Customer advised to refer to hcp for removal and replace the sensor. Sensor will be return for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.